Manufacturer narrative:
(B)(4). Batch # l52z31. The analysis results showed that one ats45 device was returned with seven cartridge reloads present. Cartridge (b) tr45w, l55f7g was received fully fired and with cartridge deck damage. Cartridge (c) tr45w, l55f7g was received fully fired and in good visual conditions. Cartridge (d, e, f, g, h) 6r45b, m52397 were received fully fired and in good visual conditions. The found damage on the cartridge deck (b) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿the excluded stomach appeared with drilling, as well two loops of other areas stapled?¿ what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Were there any issues noted with staple formation or was the issue caused by patient factors (tissue quality)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the entire xbb44b tray being returned or just the ats45 in the tray? Please confirm the product codes of the cartridges being used (6r45b, tr45w, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a rectosigmoidectomy procedure, there was a failure in the firing. In the second stapling, the staples didn¿t close the tissue. It was necessary to do a manual suture. The excluded stomach appeared with drilling, as well two loops of other areas stapled. Another like device was used to complete the procedure.